Event description:
The customer reported a leak approximately 20 mls in volume of clear fluid from pm6 (ghost pump) on the coulter lh 780 hematology analyzer; the instrument also recovered retic voltage errors. The leak was contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. There was no death, injury, or change to patient treatment attributed to or connected with this event. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) discovered tubing at pm6 (ghost pump) which had popped off as a result of back pressure due to a defective stain retic shear valve (cvl93/128). The fse replaced the shear valve and ghost pump tubing resolving the leak and retic voltage errors. (B)(4).